Manufacturer narrative:
The investigation determined that higher than expected vitros vanc results were obtained from a calibrator fluid and a vitros tdm performance verifier (pv) fluid processed using a vitros xt 7600 integrated system in combination with vanc lot 2514-45-9127. A review of the calibration parameters in use concluded they were suboptimal. The cause of the suboptimal calibration was not determined. The ortho laboratory specialist (ls) had proactively replaced the sample metering proboscis prior to calibration due to intermittent condition codes tm5-45g and te5-45c which state ¿insufficient sample during aspirate¿. Therefore, an instrument issue could not be ruled out as a potential contributor to the event. An issue with the vanc reagent pack in use and an issue with the calibrator fluids used for calibration event are potential contributing factors as a recalibration was performed with a new vanc pack and a new set of calibrator fluids and acceptable vitros vanc results were obtained post calibration. A review of complaints from the worldwide complaint database did not identify a systemic issue with vitros vanc lot 2514-45-9127. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential issue with vitros vanc lot 2514-45-9127. (B)(4).

Event description:
The investigation determined that higher than expected vitros vanc results were obtained from a calibrator fluid and a vitros tdm performance verifier (pv) fluid processed using a vitros xt 7600 integrated system in combination with vanc lot 2514-45-9127. Calibrator kit 1111 level 3 = 19.0, 18.8, 18.6 versus expected 9.42 ug/ml. Vitros tdm pv3 lot g8708 = 334.3 versus expected 40.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros vanc results were not reported from the laboratory as they were obtained from non-patient fluids. However, the investigation cannot confirm this issue that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).